Event description:
This distributor became aware on 10/17/97 of an incident that occurred involving a glidewire during an angioplasty procedure. Resistance was encountered upon removal of this glidewire from an ultra-thin balloon catheter and as a result the coating sheared but remained attached to the core wire. The procedure was successfully completed with this unit without pt complications.